Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the lead was stretched, the distal conductor was distorted, the distal conductor was fractured from overstress, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure, there was difficulty positioning/fixing the lead and that the screw became extended and would not retract. The lead was not implanted. No patient complications were reported as a result of this event.